Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents ,self test and displacement test or verify battery out limited due to no button response. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that act button was sticking and insulin pump was off. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.